Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. No additional info has been reported to allergan regarding the pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to perform an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Physician reported access port removed for leakage. New access port placed. The explanted port was discarded. Follow-up findings: three weeks and three days later, the vg lap-band system removed for leakage from band and replaced with an aps lap-band system. Previous replacement access port remained implanted. The explanted band was discarded.